Event description:
It was reported that an alert was triggered due to out of range pace impedance measurements with this right atrial (ra) lead. No adverse patient effects were reported. This ra lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).